Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no pt involvement reported. The covidien customer support engineer (cse) inspected the device and upgraded the graphical user interface (gui) from 9.4 to 1034 display. The unit passed extended self-testing and no parts were replaced.